Manufacturer narrative:
Correction: d.2. Medical device lot#: 1106355. D.4. Medical device expiration date: 2026-03-31. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2022-02-18. H.4. Device manufacture date: 2021-04-16. Investigation: h.6. Investigation summary: sample and photos received for investigation. Upon visual inspection, it is possible to observe the presence of foreign matter in the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with oil contamination in the part in the syringe molding process. As a corrective action, the operational team was trained in the line cleaning procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ slip tip syringe had an oil-like substance in it. The following information was provided by the initial reporter, translated from portuguese to english: "1un. 10ml bd syringe was totally oily with oil appearance"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ slip tip syringe had an oil-like substance in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "1un. 10ml bd syringe was totally oily with oil appearance"